Event description:
Lesion was reported as a slightly calcified and slightly tortuous carotid artery (ica). It was reported that during the procedure, the physician attempted to inflate the external carotid artery (eca) balloon in the patient¿s body and noted that it was the common carotid artery (cca) balloon that was inflated. Also, when physician attempted to inflate the cca balloon, it was noted that it was the eca balloon that inflated. It is reported that the device was incorrectly labelled. The device was used to complete the procedure. There was no injury or clinical sequelae to patient.

Manufacturer narrative:
Evaluation results: labelling problems (connection hub mislabeled). Evaluation conclusion: labeling deficiency (connection hub mislabeled). (B)(4).